Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer's blood glucose (bg) was low (49 mg/dl); cause was not known. Food was consumed to address low bg. Customer also reported the continuous glucose monitor data graph had been removed and customer reported issue had been resolved prior to contacting tandem technical support.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged low bg could not be verified. As only the cartridge was returned for investigation, alleged cgm graph issue could not be verified.